Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. No error 63 in found history file. Device received with and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keeps beeping even she took out battery from the insulin pump. Customer¿s blood glucose was unknown at time of incident. Customer stated that piece of battery compartment broke off while changing battery. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.